Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2018-03382. It was reported that the patient was not receiving adequate relief from the scs system due to lead migration. Patient reported having a fall 2 days after being implanted. Surgery occurred on (B)(6) 2018 and the physician repositioned the leads. Effective stimulation was achieved post operatively.